Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error b30 during service/maintenance involving an olympus bronchovideoscope. There was no patient injury reported.